Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a visual inspection was performed and the display was found to be cracked. The pump powered on to a blank display. The keypad buttons and the display screen were unable to be tested due to the blank display. A test display was installed and worked properly.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the display screen was cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.